Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation and weight to the specification. Gel was observed to be cloudy after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Patient reported "fatigue, auto-immune disease, brain fog, doesn't feel good, has been sick for a year now and pushed from 40 foot cliff and landed in water"; these events are not device related. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Patient reported "fatigue, auto-immune disease, brain fog, doesn't feel good, has been sick for a year now and pushed from 40 foot cliff and landed in water"; these events are not device related. Device was explanted.